Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) would not hook. The window did not change when retracting. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) would not hook. The window did not change when it was retracted. The procedure was completed by removing the closure device and switching to manual compression. There was no reported patient injury. The intended procedure was a lower extremity femoral artery balloon dilatation, and a retrograde approach was employed. There were no visible signs of device or packaging damage prior to use. The puncture site was verified to have a vessel diameter of at least 5 mm, with no stent near the site, no stenosis greater than 50%, and no history of closure devices or manual compression within the past 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The indicator wire showed no visible damage prior to use. During retraction, the indicator window of the exoseal device was facing upward, and no changes were observed in the window. Upon removal of the device from the patient, no damage was noted to the indicator wire loop. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed, and the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. A kink was observed on the delivery shaft, located approximately 16 cm from the distal tip. No additional anomalies were noted during the visual inspection. A dimensional analysis was conducted near the kinked area of the delivery shaft to verify the outer diameter. The measurement obtained using a calibrated micrometer was within the specified tolerance range. A functional deployment simulation could not be performed. After the guard was locked in an attempt to deploy the indicator wire, a crack sound was heard from the internal mechanism, and the indicator wire did not deploy as expected. Subsequent inspection revealed that the mechanism had already advanced, suggesting that the deployment lever may have been actuated prematurely, prior to following the full sequence described in the instructions for use (IFU). A high-magnification evaluation was performed on the internal mechanism. During this inspection, black loose material was identified on the lock-out plate, which may indicate microfractures caused by forced actuation. The mechanism was otherwise intact, and no additional internal anomalies were observed. The reported event of ¿indicator wire-damaged loop¿ was not observed through analysis of the returned device since it was received with the indicator wire cowling not depressed and the indicator wire not deployed. However, an additional condition was noted with the returned device of ¿indicator wire-deployment difficulty-unable¿ since the wire could not be deployed during functional analysis. The exact cause of the issue experienced by the user could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the indicator wire not hooking during retraction since the received device does not match the description provided. It was reported that there was no damage noted to the indicator wire loop when it was removed from the patient; however, the indicator wire was not deployed with the device received, which is expected given that the indicator wire cowling had not been depressed. If this device was used during the reported event, the cause of the issue experienced would be user error, as depressing the indicator wire cowling is required to deploy the indicator wire, allowing it to hook onto the vessel during retraction. Additionally, functional analysis of the device showed that the indicator wire did not deploy when the indicator wire cowling was depressed into the handle. When reviewing the internal mechanism, it was noted that the mechanism had already advanced, likely due to attempting to actuate the deployment lever prematurely. This was supported by the presence of the black loose material noted on the lock out plate, likely the result of microfractures caused by forced depression of the deployment lever when the window/wire was not properly positioned. These findings suggest that user error occurred with this component as well; however, it is unknown if this condition occurred during the procedure or after the procedure. Also, it was noted that the delivery shaft was kinked/bent when received. Procedural/handling factors likely contributed to this issue noted; however, it is unknown if this condition occurred during the procedure since it was not reported by the user. As warned in the IFU, which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU also cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.